Event description:
I went in for a vein stripping procedure. The surgeon mentioned if I qualify he would place this stent in as it is an easier procedure and recovery. I agreed during the surgery. I was wide awake and watched on a monitor. The surgeon stated I had a blocked iliac vein and I qualify for the iliac wallstent. As soon as the boston scientific wallstent was released. I was excruciating pain. My heart was racing, I felt flushed and as if I were about to pass out. The surgeon assured me some discomfort was normal. Having a (B)(6) baby boy vaginally was easier than this. In the recovery room, I complained of the pain and the surgeon left anyways and said he would call something in. I ended up in the ER 4 times in the next 2 days due to severe pain and swelling. For months, I begged for the stent to be removed and even wrote the surgeon a letter for I felt his nurse was not delivering my message. My whole body hurt, joint pain, open sores appeared and 5lbs swelling. My allergist/immunologist told the surgeon on 2-3 occasion to remove the stent. Finally they referred me to (B)(6). I have been seen by the head of vascular surgery, dr (B)(6). My stent was removed thursday (B)(6) 2016. Dr. (B)(6) states my vein was red and inflamed and he had to cut it out and reconstruct. Dr. (B)(6) and I already notice my swelling is starting to go down and my joint pain is already greatly improved. Medical devices need to have a better informed consent.